Manufacturer narrative:
Device eval of charger / modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the charger would not power on due to a defective power supply connector. A root cause investigation is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective power supply connector. The pt received a replacement charger / modem.

Event description:
A zoll pt service rep contacted zoll customer support while re-training a (B)(6) old male pt to report that the pt's charger / modem shuts down when it attempts to send data. The pt was issued a replacement charger / modem.